Manufacturer narrative:
Jan 25, 2016 01:37 pm (gmt-5:00) added by (B)(6): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Dr (B)(6) was using the om9000s stabilizer connecting it to the ua5001, not the disposable retractor blades, and said it wasn't holding well to the retractor base. Cs: the hospital reported that during an endoscopic vein harvesting procedure, the om9000s stabilizer wasn't holding well to the retractor base. The first assistant repositioned the om9000s and re-tightened the lock on the retractor base. The same device was used to complete the procedure. The hospital did not report any patient effects.